Event description:
An ocd investigator noticed the occurrence of a troponin I high outlier. The site had implemented troponin 1 duplicate testing algorithm and the outlier was flagged by the instrument. Nevertheless, repeat testing was not performed and a positively biased result was reported. A biased result of this magnitude might initiate cardiac catheterization.